Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient reported that they had experienced a loss or change of therapy. The patient noted stim was helping some but he was not getting the 50% or greater reduction of symptoms. Caller stated he used to urinate every 40 min and now it was roughly every hour and a half. Caller states he is on 3.40v if he turns stim up higher (like 3.80v) that is too painful. Caller was wondering what else he could do to try to have stimulation working better. The patient felt stimulation. Caller did not have pp (patient programmer) with him at the time of call. On (B)(6) 2016 patient (pt) called back to walk through use of pp. Pt was able to sync with ins (implantable neurostimulator) and verified that stimulation was on and currently set at 3.70. Pt repeated that with stimulation set at 3.80 or 3.70 is uncomfortable for him. Pt stated stimulation at 3.60 is more comfortable and worked well for pt. The patient later reported that he was on amplitude 4.5 for about 10-12 days, but yesterday he began feeling strong pains. The pain was in penis and rectal area, and it was sudden occurring on (B)(6) 2016. The patient began decreasing it to 4.20. The patient had tried all programs and was currently on program 3 with no pain, however he had noticed a loss of therapy with program 3. There was a change in therapy following a change in programming. Before implant he would go the bathroom every 30-45 minutes. The current issue on program 3 was different. He would involuntarily go to the bathroom during the night while sleeping.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.